Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads.

Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 255 mg/dl. The patient stated that they have back up plan. The patient was treated with the insulin pump. The troubleshooting was performed. The customer was advised tat we will sent out infusion set and reservoir to complete troubleshooting. The customer stated that she wanted her insulin pump replaced and we advised that we can replaced the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).